Event description:
The manufacturer received information alleging a ventilator was not holding pressure. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board tubing was found to be disconnected. The device's tubing was reconnected to address the issue.